Event description:
As reported, the patient had an initial left tka on (B)(6) 2017. The patient has failed conservative management to include nsaids, physical therapy, steroid injection, assistive devices and life style modifications. Due to worsening pain in left replaced knee, a positive bone scan around femur, deteriorating range of motion, progressive deformity, and significant interference with function, the only option for pain control and functional restoration is a total knee replacement revision. The patient had a complete femoral revision with polyethylene exchange and retention of patellar component on (B)(6) 2020. The case report form indicates this event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-020-11-0220 - truliant ps cem fem ps cem left sz 2, (B)(4), 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t, (B)(4), 200-02-32 - three peg patella 32mm (B)(4), 201-78-15 - holding pin mini sharp point 4 pk (B)(4), 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7 (B)(4). Recall number: z-0023-2022.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision for pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.